Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00041.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rectal pain; other pain: lower abdomen above pubic area; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; psychiatric injury. Nonsurgical treatments: in 2012 the patient commenced the following treatments (treatment duration: 9 years): pain medication: targin for the treatment of: pain. Incontinence medication: progynova 1mg for the treatment of: incontinence. Other (please specify): incontinence pads for the treatment of: incontinence. Other (please specify): vagifem low.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rectal pain; other pain: lower abdomen above pubic area; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; psychiatric injury. Nonsurgical treatments: in 2012 the patient commenced the following treatments (treatment duration: 9 years): pain medication: targin for the treatment of: pain. Incontinence medication: progynova 1mg for the treatment of: incontinence. Other (please specify): incontinence pads for the treatment of: incontinence. Other (please specify): vagifem low.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.